Event description:
Doctor requested a size 3, 10mm calcar stem. Lot #1307630 was opened inside this package was a size 3, 30mm calcar stem, lot #1307634 (7380-00-006). Delay in surgery occurred during retrieval of appropriate size.